Event description:
It was reported that one day after starting to use the product, on (B)(6) 2019, the customer conducted a periodic check on the cuff's air pressure value using a manual cuff pressure gauge. The customer noticed that the pressure was not at the desired value. Usually, the value was set at around 30 cmh2o, but it remained at around 10 cmh2o and did not rise. The artificial respirator did not issue any alarm, and the patient's blood oxygen saturation level had not decreased. No patient injury or further complications were reported in relation to this event.

Manufacturer narrative:
Information provided stating a tube change out was required. The file was updated to reflect the reported serious injury. Device evaluation : one portex sample was received in used condition without its original packaging for evaluation. The sample was visually inspected and a small tear in the cuff was found. A leak test was performed and a leak was detected in the cuff of the returned sample as there was a small tear found in the cuff. To further investigate the leak, relevant documents were reviewed and deemed adequate. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Inflation tests were audited during thirty two (32) units finding no deflated cuffs. Based on the evidence and testing, the complaint was confirmed. User interface was noted to the event problem source as it was determined the cuff tear likely occurred from contact with sharp edges, which is in conflict with IFU 10011781-001 page 4: "guard against cuff damage by avoiding contact with sharp edges".